Event description:
A report was received that a pt had undergone a revision procedure. During the procedure, the pocket site was relocated because the pt was experiencing discomfort. The pt was also experiencing pain at the lead incision site, so the physician replaced the lead and lead extension. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.